Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display screen of the insulin pump had a crack and it was fading in and out and the customer was not able to see the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratch on display window noted. No anomaly or missing segment noted. Insulin pump passed displacement test and self test.